Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone device with a spider fx for treatment of a lesion in the patients mid superficial femoral artery(sfa) described as being a little tortuous. It was reported the hawkone would not come through the sheath for removal. The physician pulled on the device and a piece of it separated. The detached portion was removed with a hemostat. It was unknown if the detached piece came from the hawkone or the spider fx. The procedure was completed using a femstop and pressure on common femoral artery. No further treatment was given to the patient and they are reported to have recovered.